Manufacturer narrative:
Additional manufacturer narrative: UDI number: (B)(4). If additional information is received a supplemental MDR will be submitted. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the intraoperative pvl was not addressed due to procedural difficulties, so there was a plan to address the pvl post operatively as a percutaneous procedure. The cause of the event was likely due to procedural related factors. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards implant patient registry received information a patient was implanted with a 27mm mitral valve and tee showed moderate perivalvular leak (pvl) of the mitral valve along the anterolateral portion of the annulus. It was determined the pvl should be addressed subsequently by percutaneous plug closure. Patient underwent mitral valve replacement with a 27mm mitral valve and aortic valve replacement with a 23mm aortic valve due to severe insufficiency and endocarditis. It was reported blood cultures were negative, including karius testing, and therefore, no organism was identified. Tee revealed a mitral valve perivalvular leak (pvl). At the conclusion of the operation, the patient could not be weaned from cardiopulmonary bypass with substantial inotropic support. There was a moderate paravalvular leak (pvl) of the mitral valve along the anterolateral portion of the annulus. It was determined the pvl should be addressed subsequently by percutaneous plug closure. The aortic valve prosthesis was well seated, functioning appropriately, and there was no pvl. In attempting to wean from cardiopulmonary bypass, there was evidence of left ventricular failure, which was global, and right ventricular function appeared adequate. After optimization of inotropic support and placement of an intra-aortic balloon pump, the paitent still could not separate from cardiopulmonary bypass and the patient was put on ECMO. Patient was transferred to the advanced heart failure unit. Patient expired on post-operative day 16 due to cardiogenic shock and multiple cerebral emboli with cva. Other contributing factors to the death were end stage renal disease, acute hypoxic respiratory failure, and pneumonia.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.